Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no drops of insulin were observed exiting the tubing during the fill tubing step of the load process. The customer's blood glucose level was 248 mg/dl. Reportedly, the customer changed all supplies to address the event.